Event description:
According to the reporter, during normal use, cracks in the back end (luer adapter) of the catheter were noted. There was no leak. Alcohol was the cleaning agent used on the device. Tego was not utilized. The insertion site was treated prior to product placement. A repair kit was used to restore the catheter to working condition, and the catheter was repaired. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, cracks in the venous back end (luer adapter) of the catheter were noted and bled at home. Alcohol was the cleaning agent used on the device. 2% chlorhexidine in 70% alcohol was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Tego was not utilized. The insertion site was treated prior to product placement. The adapters were tightened by hand. Flushing was done. No other defects or damages were found on the product. No other products were being utilized with the device. A competitor's repair kit was used to restore the catheter to working condition. The hub was replaced as intervention required as a result of the event, the catheter was repaired, and this resolved the issue. There was an unspecified amount of blood loss. Blood transfusion was not required. There was no reported patient injury.